Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in cable unit / poor water-tightness of cable unit / water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the investigation will be performed based on the provided information by the customer and regional repair center. The complaint is for the issue of ¿no image". Olympus was able to confirm the customer failure and determined the following cause: due to water leak in cable unit, the endoscopic image could not be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the olympus camera head was not producing an image during set-up / inspection for use (prior to patient in the room). There were no reports of patient involvement.